Event description:
The customer contacted the olympus technical assistance center (tac), to report the evis exera iii video system center displayed a b30 scope communication error. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The customer contacted the olympus technical assistance center (tac), troubleshooting was not performed and the device has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a cable connection or scope communication failure. Olympus will continue to monitor field performance for this device.